Event description:
It was reported during a laparoscopic cholecystectomy the grasper was releasing the gall bladder and bending to the side. A second grasper was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
This is not a reportable event.